Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 around 4:30 pm with a blood glucose level of over 900 mg/dl. The customer felt symptoms of thirst, chest pains, and dizziness. The customer was found by their mother unconscious at a park. The customer was treated for their blood glucose with their insulin pump. The customer was assisted with performing a self test on the insulin pump but the device did not pass the test functions. The customer stated that they will consult their healthcare provider about the settings on the insulin pump. The customer did not return the product back for analysis.